Manufacturer narrative:
The returned sample was visually inspected. And found to be non-conforming with the needle slightly bent. And white foreign material on the port face and along the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and was non-conforming for actuation. The probe was disassembled and the components inspected. Nominal wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. The inner cutter was observed, to be slightly bent and gouge marks were observed, at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was unable to actuate. The engine was then disassembled and components inspected. A defect was observed, on the o-ring in the rear housing. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms, that the probe had an actuation failure. The cause of the observed, actuation failure is the defect observed, on the o-ring in the rear housing of the engine assembly. The event was reported, to have occurred at the start of the surgery. However, a wear evaluation of the cutter indicated, that the probe was used for a time frame greater than that seen, during the manufacturing testing of the reported product. Therefore, the exact root cause of the o-ring defect cannot be determined from the evaluation performed. A secondary contributing factor to the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed, from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely, root cause is handling at any point after the probe was shipped from the manufacturing site. Including use during surgery. An exact root cause for the o-ring defect, bent needle, and the bent inner cutter was not determined from this evaluation. Therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter did not actuate at the start of a cataract/vitrectomy procedure. The condition of aspiration was unknown. The procedure was completed after replacing the product with another one. There was no patient harm.